Event description:
An optician reported that a patient had attended the emergency department for treatment the following day after experiencing severe pain, burning, and swelling in both her eyes after 90 minutes wear of freshlook colorblends uv lenses and use of an unspecified lens care product. The hospital ER dx of keratopathia, ou with conjunctival hyperemia, inner stromal folds and sub-corneal edema. Rx'd omatropina, betabioptal, dacriogel with 2 day follow up scheduled. At follow-up, epithelial edema, wide stromal edema (doubled in thickness), and inner epithelial folds were noted. Instructed to continue with prescribed therapy. Visual acuity for both eyes was reported to be finger count only (pre-event acuity unk). Patient hospitalized for further treatment in 2007. One week later, the optician reported that the patient was still in hospital undergoing treatment with slight improvement in one eye (not known which). Request has been made for additional information; however, no further information has been provided at the time of this report. (This report is designed as the right eye event.)

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered a possible permanent decrease in visual acuity." As there was no lot number provided, no detailed manufacturing investigation can be performed. A detailed analysis of the 2 opened returned complaint samples revealed that both lenses were very dirty upon initial inspection. After cleaning the lenses, both lenses were in specification for optical quality and power, and were out of specification for base curve, diameter and color.